Event description:
Failed to cauterize cannot verify complaint - replaced broken fuse holder. Repair order 98357 1216677-2022-00151 leep precision generator lp-20-120 e-complaint-(B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported conditon.